Event description:
It was reported that the pulse generator exhibited backup vvi. A device download was unsuccessful, so the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a defective integrated circuit.